Manufacturer narrative:
The device was not received by resmed for evaluation. During follow up with customer by resmed, it was noted that no further assistance was needed. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed an astral device had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.